Event description:
It was reported to medtronic neurosurgery that a pt who had an implanted durepair may have developed aseptic meningitis. Revision surgery was performed and the durepair was retrieved. The durepair was used in conjunction with tisseal.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompany the product warn that durepair should not be exposed to any chemicals or substances other than room temperature sterile 0.9% saline. Since an ancillary product was used in the surgery, the source of the pt reaction could not be determined.